Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, acute adrenal crisis, dehydration and acute bronchitis. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the lead screw and self tests, but there was no tubing clamp for the high pressure test. It was stated that the doctor wanted the insulin pump replaced. Nothing further was reported.